Event description:
Patient had cancer and a tumor below the renals. Due to this, the filter was placed via jugular approach in a 22mm cava. Placement was supra renal due to the tumor. Upon placement, the filter was tilted and did not appear to have all the legs seated in the vena cava. The physician snared the filter and removed it. Another filter was placed in the same area with no problems noted.